Event description:
It was reported that during the procedure insulation was seen on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was foreign material on the proximal and distal conductor of the lead and it was obstructed, visual summary analysis of the lead indicated damage at implant. The analyst also noted: there was foreign material visible in lead which appears to be crystalized saline. This leads us to conclude that the physician using the saline at the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.